Manufacturer narrative:
Following our receipt of the one returned used sensor and performed visual inspection and checked for physical damage and none was found (no microscope). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor passed per specifications see attached file for results. In summary, the customer complaint of unexpected sensor alarms was not confirmed. Found sensor electrode with no physical/electrical damage, submerged sensor under different levels of glucose and sensor passed with accurate readings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a discrepancy in reading between sensor glucose and blood glucose values. The customer also received calibration not accepted, sensor updating alerts and eventually led up to change sensor alert. The customer was unable to run a transmitter test and also called with questions or concerns with charging the transmitter. The customer reported no adverse event. The event involved products mmt-7040a and mmt-7715. Troubleshooting was performed and the discrepancy between the sensor glucose value of 66 mg/dl and blood glucose value of 180 mg/dl was not within the target range. Troubleshooting was performed for tester procedure for transmitter and the transmitter passed the test. Troubleshooting was performed for charging issue with transmitter and confirmed no damage to charger battery spring or connector pins. Charger led light was flashing green and had not been used for more than 1 year. The customer was informed that the charger was working properly and the transmitter was charging. No harm requiring medical intervention was reported. Mmt-7040a was requested and the customer response was the device would be returned. No product return is required for mmt-7715.